Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device inappropriately reset/reboot itself after clinicians pressed the nibp button. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.